Event description:
A female patient of unknown age had a previous surgery to correct a small bowel obstruction. Dehiscence occurred at the wound site. Surgimend was implanted in 2007 to correct the defect using interrupted sutures. On the next day, surgimend was explanted because of the appearance of large holes at some of the suture sites. The patient showed no signs of infection and the product showed no signs of degradation. The product was explanted.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order. All product release specifications were met. In particular, the mechanical test results were reviewed and the product specifications were met. It seems likely that incorrect suture technique caused some of the sutures to pull through the product. Perhaps the sutures and suture knots were too tight against the product resulting in the failure. The product was not returned; therefore, the mechanical properties could not be evaluated.